Manufacturer narrative:
An investigation was conducted: it was reported that during an atec procedure on (B)(6) 2025, an artifact was observed in the patient's breast after an MRI biopsy, in addition to the smark-m-ss2 marker that was deployed at the time. It is reported that the procedure was completed successfully; however, the customer reports that the patient required additional medical or surgical intervention. Initially, the complaint from the customer was filed against the atec biopsy device and marker. However, following investigation, it was determined that particles resembling those described in the customer complaint were found inside the introducer's sheath. As the customer confirmed that the atec introducer localization system (ils) was used during the procedure, it has been determined that the foreign material originated from the atec ils. MDR 1222780-2025-00359 was previously submitted against the atec ils for this event. As a result, this event is deemed no longer reportable for this device.

Manufacturer narrative:
It was reported that during an atec procedure on (B)(6) 2025, an artifact was observed in the patient's breast after an MRI biopsy in addition to the smark-m-ss2 marker that was deployed at the time. It is reported that the procedure was completed successfully; however, the customer reports that the patient required additional medical or surgical intervention. No further information is available. The device was not returned for investigation; therefore, visual and functional inspection could not be conducted. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of device history records, complaint data, risk assessments, but could not perform any testing procedures, because the device was not returned. Despite these efforts, no single failure mode or specific fault could be conclusively linked to the event. There was insufficient information to establish causality. Conclusion: the reported issue has been confirmed. Root cause analysis did not identify a definitive root cause; only contributing factors were found to be associated with the reported event. The investigation included a comprehensive review of device history records, complaint data, risk assessments, but did not include testing results, due to the device not returning. Despite these efforts, no single failure mode or specific fault could be conclusively linked to the event. There was not enough information to establish causality. A CAPA is not required because of this complaint. As per the DHR review, the functionality of the devices from the lot is verified during line quality inspections. This event was determined to be an isolated case and not indicative of a systemic issue. Future events will be monitored and trended. Complaint confirmed: yes device history record (DHR) review: the DHR was reviewed for each corresponding lot, and no relevant risk factors were found in the manufacturing process.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an atec procedure on (B)(6) 2025, an artifact was observed in the patient's breast after an MRI biopsy in addition to the smark-m-ss2 marker that was deployed at the time. It is reported that the procedure was completed successfully; however, the customer reports that the patient required additional medical or surgical intervention. No further information is available.